Manufacturer narrative:
Device will be returned. When additional information becomes available it will be provided on a supplemental report.

Event description:
Screw was not angularly stable and spun. Replacement was available.

Manufacturer narrative:
The reported event that locking screw, t7 diam.2.7x26mm was alleged of 'no locking effect' could be confirmed, since device was returned for evaluation and it matches the reported failure mode. Based on investigation, the root cause was attributed to be user related. The failure was caused by the damage of the screw during insertion. Indeed, the device inspection revealed the following: the microscope inspection of the threads of the locking mechanism under the head of the screw allowed the confirmation that the thread is indeed damaged. The material of the threads is gnawed, which causes the screw not to lock on the plate anymore. The dimensional inspection of the device allowed the determination of its catalog#. It is 2.7 mm wide and the length is 26mm. It is a 2.7 mm variax locking screw. Its catalog# is 53-27626e. When the screw is inserted in any hole in the variax plate, it is not possible to lock it. The screw "turns" infinitely. The event can thus be confirmed. Some possible root causes that could have caused the deformation of the device are, but are not limited to: the use of too much force during the insertion of the device. The use of too big of an insertion angle than the ac ceptable value for the position of the screw on the plate - please refer to page 6 of the operative technique. The damage of the screw during storage, transportation or handling of the device. As a reminder, the IFU clearly states: "[...] ''Ensure that you are familiar with the intended uses, indications/ contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system.[...] " & "[...] ¿ ensure that all components needed for the operation are available in the operation theatre. ¿ inspection is recommended prior to surgery to determine if implants have been damaged during storage. [...] Intra-operative ¿ avoid surface damage of implants. ¿ discard all damaged or mishandled implants. [...] " a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Screw was not angularly stable and spun. Replacement was available.

Manufacturer narrative:
New information in d2 product code/common device name, catalog number, g5 PMA/510(k)#.

Event description:
Screw was not angularly stable and spun. Replacement was available.